Event description:
It was reported that pt was complaining of neck pain. System diagnostics were performed and resulted in high impedance. Patient's device was set to zero. Patient had generator replaced prophylactically and lead replaced due to high impedance. Attempts for further info and product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.